Event description:
The patient experienced an episode of hyperglycemia (blood glucose approximately 450 mg/dl) while at work at vw factory site, accompanied by dizziness, visual impairment, breathing difficulties, headache, shivering, and tremors in both arms and legs. He was found by ambulance staff sitting on the floor with significant discomfort. Medication was administered in the ambulance during initial stabilization. The patient was transported to (B)(6) emergency room at the vw factory site. Examination revealed that the pod was not inserted as intended and was found to be bent. The episode was diagnosed as high blood glucose and cardiovascular strain. The patient was stabilized and released after 2-3 hours of monitoring.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was bent and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.